Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. The physician stated that they would like to use aptus endoanchors to treat the type ia endoleak. The aptus procedure was carried out. The physician implanted 6 aptus endoanchors. The physician stated that the endoanchors accomplished the goal of reducing the type ia endoleak. The physician stated that the cause of the event was unknown. The physician is not concerned and no additional treatment is required. No additional clinical sequelae were reported and the patient is fine.